Event description:
It was reported that the procedure was to treat a diffusely diseased lesion located in the moderately calcified, mildly tortous, 80% stenosed, mid right coronary artery. The lesion was predilated with 2 mini trek balloons at 8 atmospheres. The 2.75x28 mm xience pro stent was deployed at 10 atmospheres, after which postdilatation was performed. The results were very good with timi iii flow with 10% residual stenosis. The patient died within 24 hours post procedure from ventricular tachycardia. No autopsy was performed. No repeat angiography or intravascular ultrasound was performed. There was no reported clinically significant delay during procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of ventricular tachycardia and death are known observed and potential patient effects as listed in the xience pro everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The PMA# is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.